Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is giving a bad battery message. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the xl device indicating that the paddle test failed. There was reportedly no patient impact or injury. The remote service engineer evaluated the device remotely and since the device is end of life informed the customer that the service/repair is no longer possible. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed the support is no longer available due to end of life. The device remains at the customer's site. No further action is warranted at this time.